Event description:
The user facility reported a needle break. Follow up communication with the user facility reported the following: (1) during treatment in the mouth of a patient; (2) the needle broke off; and (3) some harm to patient.

Manufacturer narrative:
This device was manufactured 05/01/2014 through 05/02/2014. (B)(4). It was reported some harm to patient. The actual device was returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon the evaluation of the user facility information, and the returned sample. A visual inspection confirmed the needle tubing of the actual sample was broken at the base where the glue was supplied. A microscopic inspection found that the broken part was extended and thin. The broken part was transformed into an oval shape. No abnormality was found during dn needle assembling machine which may have caused damage of the needle tubing. No defects were found at sampling inspection. A review of the device history records confirmed there were no production related problems for this lot number. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with being bent excessively and/or repeatedly when it was used. All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).